Manufacturer narrative:
Medical device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the plunger is damaged with a bd syringe 5 ml ll. This occurred with 111 syringes, this was discovered prior to use. The following information was provided by the initial reporter: cut on plunger.

Manufacturer narrative:
H.6. Investigation summary: one photo and twenty four samples were received by our quality team for investigation. Upon visual inspection of the photo, a cracked plunger was observed. Upon visualization of the twenty four samples received; one sample was a 10ml syringe that does not pertain to the reported lot with no defects noted, twenty one had a cracked plunger and two had a broken plunger; therefore, the failure can be verified. Based on the quality team's investigation, the root cause of this incident is related to the manufacturing equipment. The plunger thumb press malfunctioned during assembly and the affected units were not identified and removed by the production technician. The necessary manufacturing equipment has been replaced and awareness of this incident has been communicated to the manufacturing personnel. H3 other text : see section h.10.

Event description:
It was reported that the plunger is damaged with a bd syringe 5ml ll. This occurred with 111 syringes, this was discovered prior to use. The following information was provided by the initial reporter: cut on plunger.